Event description:
Bd veritor for rapid detection of sars-cov-2 for use for covid-19 under emergency use authorization (eua): patients received positive test results and due to suspicion of inaccuracy, went to another facility for pcr testing the same day. Patent then tested negative. FDA safety report ID # (B)(4).